Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture" and "seroma-late" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time reason for reoperation: capsular contracture baker grade 3, seroma-late.

Event description:
Patient reported left side "capsular contracture" baker grade 3. Device remains implanted. Patient reported "silicone implants with undulating contours, noting internal folds and laminar fluid peri-implant in the left side".